Manufacturer narrative:
02/10/1999-supplemental report sent to FDA.

Event description:
The product was used during a gallbladder procedure. Reportedly, the clips did not load properly and scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.